Event description:
A smart control stent was placed in the right external iliac artery after pre-dilatation. Then, another smart control (B)(4) was delivered, but it got stuck in near the distal end of the sheath. Another attempt was made after pre-dilatation, but the stent delivery stent system (sds) was stuck in the same position in the sheath, and could not be advanced any further. When inspected outside the pt, the distal tip of the sds was noticed slightly damaged (turned outward). The sds was exchanged for another product and the target lesion was treated successfully. There was no pt injury reported. The pt had lesions in the right and left external iliac arteries. The vessels were heavily calcified, moderately tortuous and had 90% stenosis. Based on the fal findings, it was noted that the product was kinked to the point of near separation at 3.5cm from the hub.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.